Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11corrected fields: b5, d4 (catalog#)the removed parts were sent to the manufacturer for further evaluation. Inspection of the backplane board was completed by a technician at the maquet/getinge national repair center (nrc) and no visual damage was observed. The nrc installed the backplane board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure. Inspection of the coiled cord cable and backplane to coiled cord cable were completed with no visual damage observed. The nrc installed the coiled cord cable and the backplane to coiled cord cable into the cardiosave test fixture and tested the cables to factory specifications per the cardiosave service manual. The cables passed testing. The cables will be retained at the nrc per procedure.the video generator board was evaluated and passed testing. The nrc is retaining the board in the nrc per procedure.

Event description:
While in use on a patient, pumping stopped suddenly on the cardiosave intra-aortic balloon pump (iabp) with a loud sound of an alarm and the operation touch panel was made in non-active state. Although the customer attempted to power the iabp off and on to reboot, the pumping did not start. A second attempt to power the iabp off/on was made, then the iabp began to pump properly. Later, the iabp generated a loud sound of an alarm and pumping stopped again. The customer once again attempted to power off/on and pumping continued. Subsequently, the iabp was replaced with another iabp to continue therapy. There was no patient injury was reported.

Manufacturer narrative:
This is a correction to narrative submitted in initial report: a (B)(6) service engineer (fse) evaluated the iabp and reported that the incident was duplicated. The fse confirmed that error codes 101, #111, #112 and #116 occurred during running test and it was determined that a communication error occurred between the monitor and the iabp. To fix the issue, the fse replaced the video generator board, cable, backplane to coiled cord, pcb, backplane, and the cable, coiled cord. The fse then performed functional tests and safety checks to factory specifications and the iabp was returned to the customer for clinical service.

Event description:
While in use on a patient, pumping stopped suddenly on the intra-aortic balloon pump (iabp) with a loud sound of an alarm and the operation touch panel was made in non-active state. Although the customer attempted to power the iabp off and on to reboot, the pumping did not start. A second attempt to power the iabp off/on was made, then the iabp began to pump properly. Later, the iabp generated a loud sound of an alarm and pumping stopped again. The customer once again attempted to power off/on and pumping continued. Subsequently, the iabp was replaced with another iabp to continue therapy. There was no patient injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) performed running tests and reported that the incident was duplicated. The fse confirmed that error #101, 111 and 112 occurred during running test. The fse suspected the communication error on the executive processor board was the issue, and replaced the board. As a precautionary measure, li-ion battery was replaced. The fse performed the running test without occurring any problem. The iabp was cleared for clinical use.

Event description:
While in use on a patient, pumping stopped suddenly on the intra-aortic balloon pump (iabp) with a loud sound of an alarm and the operation touch panel was made in non-active state. Although the customer attempted to power the iabp off and on to reboot, the pumping did not start. A second attempt to power the iabp off/on was made, then the iabp began to pump properly. Later, the iabp generated a loud sound of an alarm and pumping stopped again. The customer once again attempted to power off/on and pumping continued. Subsequently, the iabp was replaced with another iabp to continue therapy. There was no patient injury was reported.